Event description:
Evaluation revealed that the force sensor was out of calibration and that there was a misaligned display screen and dislodged force sensor pins. There was no adverse event associated with this issue.

Manufacturer narrative:
This complaint is being reported based on pump evaluation completed on (B)(6) 2011. (B)(6). Evaluation revealed that the force sensor was out of calibration and that there was a misaligned display screen and dislodged force sensor pins. There was no adverse event associated with this issue.